Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results found that the er320 device was returned with the jaws and the top shroud damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected one clip due to the condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain what is meant by, "the devices misfired?" The sales representative stated that the devices were spitting clips and scissoring clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. A second device of the same product code was opened and misfired. A third device of the same product code was used to finish the case. There were no patient consequences reported.